Event description:
During surgery for a pilon fracture on (B)(6) 2013, one of the wing nuts on the holding sleeve broke into two pieces. Both pieces were retrieved. As the surgeon was turning the screwdriver, a loud pop was noted and the small hexagonal screwdriver with holding sleeve broke into 4 pieces. One piece broke off in the surgeons hand and the other fragments fell onto the table. It was reported that no pieces fell into the patient and all pieces were retrieved. The surgeon used a different screwdriver to finish the case. Surgery was prolonged approximately one minute to get the second screwdriver. No adverse effect to the patient was reported. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. Additional information. The handle is broken into several fragments. Because of the damage, the complaint relevant dimensions can not be checked for dimensional accuracy of the valid manufacturing specifications. Due to long term usage the handle cracked as complained. High temperature cycles during sterilization processes accelerate the wear out of plastic handles made (B)(4).